Manufacturer narrative:
The investigation included a review of the patient's medical history and concomitant medications. The practice indicated that the patient was very stressed, sleep deprived and had increased caffeine intake, all of which may have contributed to lower her seizure threshold.

Event description:
Neuronetics, inc. Received an email from a customer on (B)(6) 2022 indicating that a patient had a seizure during her 13th treatment session that day. The seizure lasted about 35 seconds; post ictal lasted about 2 to 3 minutes. Ems was called but the patient declined transport to the ER. The practice confirmed that the patient sought evaluation by a neurologist and that the patient condition has returned to normal with no observed sequelae. The practice also confirmed that the patient was continuing treatment.